Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was not returned for evaluation. The reported condition of a fractured screw was not confirmed. Visual inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the unknown lz screw, as the lot number associated with the reported product is not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227. Device not returned to manufacturer.

Event description:
Doctor reports that patient presented in the office with unknown zimmer screw fractured in the implant. The implant was removed. Tooth site # 8.